Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 828-083, 510k # k880215 was cleared in the united states. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent unspecified spinal procedure for kyphosis at th4-iliac1 on (B)(6) 2012. On (B)(6) 2016, post-op, rod breakage was observed. Revision surgery performed to replace rod and screw on (B)(6) 2016.